Event description:
During a retrospective study of a multi-center pt record review for pt's previously implanted in europe, it was indicated that the pt's predominant seizures (tonic-clonic seizures) were noted as having an increase in frequency at the 1-year f/u. It was also indicated that the pt's other seizure types (myoclonic seizures, atypical absences seizures, tonic seizures) were increasing at this same visit. It was also indicated that the pt's device would be disabled or removed at the most recent visit (5 years post implant), but it was not clear as to the reason. The MFR's programming history database was reviewed, which indicated that the pt's last known diagnostics were within normal limits. Good faith attempts have been unsuccessful to data.

Event description:
On (B)(6) 2013, it was confirmed that this vns patient underwent generator revision due to end of service on (B)(6) 2012.